Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic of lower anterior resection (lap lar), the device sealing did not work properly, after end tone alarm occurred. There was no patient injury.